Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device displayed a "self check failure- " error message. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The complainant was contacted for return of the device. The customer has responded and indicated the device will not be returning to zoll.

Manufacturer narrative:
The reported malfunction was observed and attributed to foreign substance on the mesh screen. The mesh screen was replaced to resolve the malfunction. Analysis of reports of this type has not identified an increase in trend.